Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another set of electrodes pads and the ECG signal was still not obtained. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.